Event description:
Reporter indicated that the pt's 103 pulse generator had spontaneously reset to 0 ma output current and 0 ma magnet output current. Programming history was received and reviewed by the MFR and the generator reset event was confirmed. The root cause of this event has been previously addressed and has been found to be due to an inappropriate burst watchdog timeout.

Manufacturer narrative:
Analysis of programming history.